Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that per the patient, after the ¿second implant, there was an infection.¿ the patient further stated that during the most recent surgery, he had ¿a lot of scarring from having so many infections from so many surgeries¿ for ¿different issues¿ (see manufacturing report #¿s 3007566237-2013-03179, 3007566237-2013-03180, and 3007566237-2013-03181). The medication delivered via the pump at the time of the event was not reported, but at the time of report, the pump device was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.